Event description:
It was reported that the user experienced an occlusion alert that persisted until a full supply change was performed, after a prior infusion set¿only change did not resolve the alert. Customer service recommended a full supply change. Investigation of this case revealed that the occlusion resolved following replacement of the infusion set, cartridge, and connector. Symptoms included interrupted insulin delivery consistent with an occlusion event. Outcomes included the need for device-related supply replacement and user troubleshooting to restore therapy. It was concluded that the event was consistent with an insulin flow occlusion that was corrected by a complete supply change, with no injury reported.